Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2015 that the lead's impedance measurements was out of range. A call from rep on (B)(6) 2016 stated that a high pacing threshold and noise were detected that can be seen by the remoted monitoring system. Physician decided to raise up sensibility in order to avoid oversensing and raise up pacing output. The physician was dr. (B)(6)in brescia, italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).